Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and no delivery alarm. Customer¿s high blood glucose level was 500 mg/dl. Customer declined troubleshoot for high readings. Customer stated having issues with her pump and keeps having repeated no deliveries. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion and reservoir). The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.